Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they can't control the amount of intensity on the implant. Patient said the intensity has gone down on its own. Pt said they called a rep who had them reset controller and change groups, but that didn't help so they redirected pt to patient services. Patient service specialist asked, patient said they were trying to turn the intensity up and got settings not available. Patient was using group a and was told to try group b, but patient said b was the same thing as a and didn't help them right now; neither would go up and produced the same message. Patient mentioned that group a was at 5.8. Pt mentioned the issue with settings not available began today; they noticed their ins had depleted yesterday and charged the ins. Patient also mentioned that the controller was charged. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned their next appointment with hcp is may 17th. Agent sent fyi message to the representative that redirected pt to pats.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the issue has not been resolved as the patient had not been to their physician yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.